Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The motor passed the motor test. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed motor error after filling the cannula. The blood glucose reading was 281 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.